Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient underwent full vns explant surgery due to the lead wire coming out of the patient's neck. The lead was exposed and there was a possible infection. It was reported that per the surgical notes, the patient's mother reported a blister on the patient's chest. The patient was taken to the hospital and given medication. The blister the popped and the lead was exposed. Cultures were collected and one specimen showed rare gram positive eposide. There was no reported fever. The surgical notes indicated that the patient may have been picking at the site. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution. No additional relevant information has been received to date.